Event description:
Short circuit protection was triggered during the first phase or high-voltage therapies resulting in less than the programmed high voltage energy being delivered. Information was received indicating that the riata lead has a known fracture, and externalization of conductors was observed on x-ray. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).